Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red rash under the lifevest that was described as gaulded. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cortisone 10 for the skin irritation. Follow up indicated that the cortisone helped the skin irritation to improve.